Event description:
The freehand implantable receiver stimulator (irs) was used intraoperatively for lower extremity under an investigational protocol. Patient has an apparent "spasm like" jerking of the leg which is intermittent. Surface potential measurement testing has been performed. Based on the observation and testing performed, irs failure is suspect.